Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were reported for this event: #3013450937-2021-00329, #3013450937-2021-00330, #3013450937-2021-00331, #3013450937-2021-00333, #3013450937-2021-00334, #3013450937-2021-00335.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection and a loose cemented segmental stem. The surgeon performed incision & drainage. The following eleos implants were revised: poly spacer, tibial hinge component, distal femur axial pin, distal femur, and cemented segmental stem. The following eleos implants remain implanted from the patient's original surgery: tibial baseplate and cemented stem extension. No additional information regarding this event has been provided.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection and a loose cemented segmental stem. The surgeon performed incision & drainage. The following eleos implants were revised: poly spacer, tibial hinge component, distal femur axial pin, distal femur, and cemented segmental stem. The following eleos implants remain implanted from the patient's original surgery: tibial baseplate and cemented stem extension. No additional information regarding this event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated/corrected: h6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection and a loose cemented segmental stem. The surgeon performed incision & drainage. The following eleos implants were revised: poly spacer, tibial hinge component, distal femur axial pin, distal femur, and cemented segmental stem. The following eleos implants remain implanted from the patient's original surgery: tibial baseplate and cemented stem extension. No additional information regarding this event has been provided.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were reported for this event: #3013450937-2021-00329, #3013450937-2021-00330, #3013450937-2021-00331, #3013450937-2021-00333, #3013450937-2021-00334, #3013450937-2021-00335.